Event description:
The customer reported a speaker malfunction error message on the device. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.